Event description:
Pt with hypotension, abdominal pain and acute symptomatic severe renal failure of unclear etiology was intubated and an oral endotracheal tube (ett) fastener was applied to secure the ett. On the fourth day of hospitalization, a nurse conducted a full head to toe assessment and had a respiratory therapist assist with changing the ett fastener device for a full facial inspection. Nurse discovered a deep tissue injuries located on the right nare, upper lip and left cheek. Right nare injury measured a length of 4 cm (circular shape), width 0.7 cm and depth 0 cm. Mid-lip consisted of 2 linear areas measuring a length of 0.5 cm, width 0.2 cm, depth 0 cm. Left cheek injury measured a length 0.3 cm, width 0.3 cm, depth 0 cm. The patient's risk factors included immobility, braden score of 12 or below, decreased level of consciousness and inability to participate in self-care, receiving mechanical ventilation (presence of an ett and fastener device that may create pressure on skin and mucous membranes) and multiple pressors. No wound care was needed for the deep tissue injuries, however, staff monitored closely for the possible evolution of skin impairment (every shift). The deep tissue injuries resolved prior to discharge.the brown color of the adhesive pads can not allow even minor inspection below without peeling off the fixation points. It is too bad that the material is not clear and able to allow a degree of visualization of the patient's skin below. Periodic inspection is definitely curtailed by this device. Furthermore, clinicians believe the device may contribute to the skin breakdown process by occluding air to the skin, and adhesive removal problems with thinner skinned patients.